Event description:
Information received by medtronic indicated that the customer reported a battery anomaly problem. The customer reported that every battery placed in the insulin pump got empty within 5 minutes and had to be replaced. Troubleshooting was done but the issue could not be resolved. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump but it is unknown if it will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed self test, active current measurement, and sleep current measurement. No unexpected battery power loss or charge/battery lasts less than expected noted during testing. Unit was successfully downloaded using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec. However, on adapt, failed batt test (58) was recorded several times on (B)(6) 2024 16:10:40.000 hour through 16:15:18.000 hour. The following battery faults were recorded: fault 6: on (B)(6) 2023 22:59:58.000 and (B)(6) 2023 20:30:57.000. Fault 104 on (B)(6) 2023 11:05:00.000 and on (B)(6) 2023 10:15:00.000. Fault 73 on 06/13/2023 20:36:00.000 and on (B)(6) 2023 19:46:00.00. Fault 11 on (B)(6) 2023 21:07:00.000 and on (B)(6) 2023 20:17:00.000 hour through 20:27:00.000 hour. Pump was cut open to perform a visual inspection and found no moisture or physical damage. Test p-cap locked in place properly during testing. The following damages were also noted: cracked case (battery tube), cracked case, cracked keypad overlay, pillowing keypad overlay, and scratched case in summary, customer concern for unexpected battery power loss and charge/battery lasts less than expected not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.